Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported via the manufacturer representative that they had stomach/rib stimulation. Reprogramming attempts were unsuccessful. The patient was getting significant rib/stomach stimulation despite reprogramming and low pulse width. The issue was not resolved at the time of the report. The patient was going to see another healthcare provider (hcp) to schedule surgery to place a surgical lead. Further information from the representative reported that the hcp believed the leads were too lateral. The patient was working to schedule an appointment with the surgeon, but had not made it yet. Additional information received from the consumer reported that while he was sweeping the floor a sharp burning pain hit him right where the leads were in his back and it felt like it cut him in two. The patient went to use his programmer and increased stimulation to 10.2 and didn't feel stimulation. The change in therapy or symptoms was considered sudden. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-nov-28. It was reported that the doctor was able to move the leads more midline and during post op programming, the patient reported stimulation in his painful areas. Contacts 6 and 7 were out of range, but it was noted that these contacts were not needed to be programmed. Lastly, the implantable neurostimulator (ins) was replaced as well as the patient requested for better recharging capabilities. There were no further complications reported or anticipated.